Event description:
Postoperative complications were reported in prospective study of 21 patients who underwent a total of 27 cervical disc arthroplasties after anterior cervical discectomy using an artificial cervical disc from (B)(6) 2000 to (B)(6) 2001. A single-level procedure was performed in 15 patients and a two-level procedure in 6 patients. All surgeries were performed by a single surgeon using identical surgical techniques. All patients were reviewed routinely at regular intervals postoperatively for 8 years. No patient had persisting radiculopathy postoperatively or any other postoperative complication requiring prolonged hospitalization or revision surgery. There was one case of posterior migration of the prosthesis sometime post-op, which eventually consolidated. The migration of the prosthesis did not cause any clinical symptoms and the patient did not require any further surgery. The patient remained completely asymptomatic.

Manufacturer narrative:
Literature citation: quan, g et a. Eight-year clinical and radiological follow-up of the bryan cervical disc arthroplasty. Spine 2011; 36 (8):pp 639-646. (B)(4). The device was not returned to the manufacturer for evaluation. Radiographs provided in the literature article show c5/c6 cervical arthroplasty, which had migrated posteriorly before consolidating. The prosthesis has restricted range of movement because of grade 3 heterotopic ossification.